Event description:
The patient was undergoing a thrombectomy procedure using the penumbra system 3max reperfusion catheter and a 5max reperfusion catheter in the basilar artery. During the procedure, the physician inserted a 3max catheter into a 5max catheter and was able to advance the distal end of the 3max catheter out of the 5max catheter, but could not push it any more. The physician pulled the catheter back against resistance and it then became stretched. The cause of this incident might be that the physician tightened the y connector too firmly. The physician then conducted aspiration with the 5max catheter and inserted another 3max catheter. The 3max catheter got stuck in the middle of the 5max catheter. The physician then retrieved the 3max catheter and found it fractured. The procedure was completed successfully with a 4max catheter. Physician's comment: I pulled the 3max catheter carefully, but it easily broke up. The cause of the second incident might be that the distal lumen of the 5max catheter could have been ovalized or the clot could stick inside the 5max catheter.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00089 and 00090.